Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and they had a high blood glucose value of 413 mg/dl. Patient's current blood glucose value: 186 mg/dl. The patient¿s blood glucose level was unknown at the time of the incident. Troubleshooting for high blood glucose could not be performed because of frozen display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.